Event description:
It was reported that the device was getting hot.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and no physical damage was observed. The complaint of overheating could not be duplicated during the functional testing process. The camera head passed functional testing and 6 hour burn-in inside video tower. All functions perform as expected. Factors that could have contributed to the reported event include excess heat generation from camera head electrical components.